Event description:
Prior to device implant, the device was impossible to interrogate with rf telemetry. The procedure was completed with a different device and there were no patient consequences.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-29728, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).